Manufacturer narrative:
The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be flawless. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed in eri-mode. The pacemaker was successfully interrogated and the pacemaker's memory content was analyzed indicating that the device switched to the battery status "eri" on (B)(6) 2013. Furthermore, the battery history was evaluated indicating no elevated current consumption. The battery voltage was as expected for a fully charged battery. A reset of the "eri" status was successfully performed. Subsequent interrogation yielded the battery status "ok". A stress test under different temperature environments was performed. The battery status of the device was as expected. During a detailed investigation of the returned device data it was noticed, that the battery status was not triggered by a permanently depleted battery. Moreover, a combination of a temporary slight and reversible drop in battery voltage as well as an extreme high current consumption program (7.0v at 1.0ms) triggered the battery status "eri". In summary, the analysis revealed that the battery status "eri" was not declared by a premature battery depletion. Instead, a temporary drop in supply voltage in combination with an extreme high output program led the device to switch into the battery status "eri".

Event description:
The associated lead displaying high thresholds with an error message reporting high current drain. The decision was made to reopen the pocket to revise the lead. However, due to further inquiry we learned that the associated lead was left implanted, but this device was explanted and replaced because the error message had triggered eri. (B)(6) 2013 - this device was returned.